Manufacturer narrative:
Product ID 8709, lot# l70455, implanted: 1999 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(6).

Event description:
It was reported the distal segment of the catheter broke and a revision was planned for 2014 (B)(6) at 6 pm. The plan was to replace the entire catheter with an 8780 ascenda catheter. Diagnostic testing included a dye study, the logs were checked, and x-rays. The cause of the issue was undetermined. It was noted, the catheter break was probably at approximately l3 where the dural puncture was and a lateral x-ray showed posterior accumulation of dye consistent with a break at the spinous process depth. Patient symptoms included less than 50% therapy relief and the patient noticed the issue after the first fill of the new pump around (B)(6) 2013. It was noted, the patient reported effective therapy until that time and they are generally happy with the therapy. It was further reported that ¿15 years of durability for the catheter was a good life for the device¿ and the patient was in generally in good spirits and eager for the catheter revision procedure. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver baclofen and morphine. Additional information received reported, the patient experienced a return of spasticity and a burning sensation around the device implant locations and pain had returned because, the pump also contained morphine. It was confirmed the catheter had broken around the level l3 at the spinous process depth and the entire 8709 catheter was removed and replaced with the ascenda model. It was reported, the patient was doing well and a dose of 150 micrograms (mcg) was programmed post operatively. It was noted after assessing the patient the physician decided to reduce the dose from 150 to 120 mcg and the patient was no longer having spasms and pain was relieved by oral medication and narcotic in the pump.